Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 499 mg/dl to 600 mg/dl. Reportedly, customer did not deliver a bolus for multiple meals and consumption of carbohydrates. Additionally, customer had covid-19; however, customer was unsure if covid-19 contributed to elevated bg. Bg was treated with intravenous insulin. Reportedly, customer left the ER on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.